Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed on the device and the transmitter failed. The customer complaint of permanent out of range was confirmed and the root cause was determined to be a defective transmitter.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.